Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/coil found in uterus"), genital haemorrhage ("abnormal bleeding (general)") and post procedural haemorrhage ("post procedural bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "why its so difficult to put her coil in". The patient's concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menorrhagia ("heavy menstrual cycles/menorrhagia"), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain / loss specify which one: weight gain"), abdominal pain lower ("lower abdominal pain"), mental disorder ("psychological or psychiatric problems condition"), post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("complications or problems that occurred at the time of your essure placement procedure: physician was hurting her severly while inserting 2nd coil") and seizure ("during procedure I had a seizure due to the pain of forcing in essure coil"). The patient was treated with cilest (sprintec), eugynon (levora) and surgery (in (B)(6) 2016, patient underwent a bilateral salpingectomy and/or hysterectomy to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, abdominal pain, back pain, menorrhagia, adverse event, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, alopecia, weight increased, abdominal pain lower, mental disorder, post procedural haemorrhage, procedural pain and seizure outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse event, alopecia, back pain, bladder disorder, device expulsion, fatigue, genital haemorrhage, menorrhagia, mental disorder, post procedural haemorrhage, procedural pain, seizure, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: hysterosalpingogram date reported to be (B)(6) 2014 (discrepant information received). Dates of removal: (B)(6) 2014, laparoscopic abdominal, hysterectomy, cystocopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: confirming full occlusion fallopian tubes. Ultrasound pelvis - on (B)(6) 2013: her essure is now embedded in her tubes. Most recent follow-up information incorporated above includes: on 24-oct-2018: pfs received with demographic details updated. Following events were added: abnormal bleeding (general), abnormal bleeding (vaginal), bladder or urinary problems or changes, urinary tract disorder, fatigue, hair loss, weight gain / loss specify which one: weight gain, lower abdominal pain, psychological or psychiatric problems condition, post procedural bleeding, complications or problems that occurred at the time of your essure placement procedure: physician was hurting her severly while inserting 2nd coil, why its so difficult to put her coil in and during procedure I had a seizure due to the pain of forcing in essure coil. Treatment drugs added. Concomitant drug added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/coil found in uterus') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "why its so difficult to put her coil in". The patient's medical history included dysplasia. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdorninal pain"), back pain ("severe back pain"), heavy menstrual bleeding ("heavy menstrual cycles/menorrhagia"), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), mental disorder ("psychological or psychiatric problems condition"), post procedural haemorrhage ("post procedural bleeding"), procedural pain ("complications or problems that occurred at the time of your essure placement procedure: physician was hurting her severly while inserting 2nd coil") and seizure ("during procedure I had a seizure due to the pain of forcing in essure coil") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with ethinylestradiol;norgestimate (sprintec), and surgery (abdominal hysterectomy laparoscopic,bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, genital haemorrhage, abdominal pain, back pain, heavy menstrual bleeding, adverse event, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, alopecia, weight increased, abdominal pain lower, mental disorder, post procedural haemorrhage, procedural pain and seizure outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse event, alopecia, back pain, bladder disorder, device expulsion, fatigue, genital haemorrhage, heavy menstrual bleeding, mental disorder, post procedural haemorrhage, procedural pain, seizure, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: hysterosalpingogram date reported to be (B)(6) 2014 (discrepant information received) dates of removal: (B)(6) 2014,(B)(6) 2014,(B)(6) 2014, laparoscopic abdominal, hysterectomy, cystocopy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirming full occlusion fallopian tubes. Ultrasound pelvis - on (B)(6) 2013: results: her essure is now embedded in her tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. New reporter added case became medically confirmed. Medical history were added incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdonimal pain"), back pain ("severe back pain"), menorrhagia ("heavy menstrual cycles") and adverse event ("abnormal symptoms"). The patient was treated with surgery (in (B)(6)-2016, patient underwent a bilateral salpingectomy and/or hysterectomy to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, back pain, menorrhagia and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation and menorrhagia to be related to essure. The reporter commented: hysterosalpingogram date reported to be (B)(6) 2014 (discrepant information received) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion fallopian tubes company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.